Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A reloaded cartridgeto resolve the issue. Customer¿s blood glucose level had no adverse impact.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.